Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes., d10: returned to manufacturer on: 07-nov-2022 h6: investigation summary it was reported that the needles were clogged. To aid in the investigation, three samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Two samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. This occurred 30 times. There was no report of patient impact. The following information was provided by the initial reporter: caller reported issues with hypo/needle/cannula: not drawing up or priming, tired with different syringes/pre-filled flushes and experiencing issue., around 30x

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. This occurred 30 times. There was no report of patient impact. The following information was provided by the initial reporter: caller reported issues with hypo/needle/cannula: not drawing up or priming, tired with different syringes/pre-filled flushes and experiencing issue., around 30x.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.